Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor range error" error code (110d). There was no patient involvement when the issue occurred. No patient or user harm reported. While reviewing the event log, the se reported that v60 ventilator displayed a "check vent: proximal pressure sensor range error" error code (110d); however, while performing a run-in test, the issue could not be reproduced. The se made the determination that the malfunction was temporary and then noted that the device would be kept under observation. No repairs were performed for the error code. After completing the preventative maintenance (pm), no abnormalities were observed. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.